Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the pacemaker was under sensing r waves and pacing into refractory tissue resulting to functional loss of capture. It was also noted that the pacemaker exhibited inappropriate mode switch. Programming changes were made. The patient was stable.